Manufacturer narrative:
Safety assessed the event as not related to the index device or anti-platelet medication. Three resolute onyx stents were implanted in the lad during the index procedure. The cec has adjudicated the event as non q wave mi (non target vessel). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. Approximately one day post index procedure, the patient suffered a n on-stemi myocardial infarction in the target lesion (rca). It was informed that the planned staged procedure was brought forward due to the mi. Investigator reported that the event was not related to index device or antiplatelets medication. Event is resolved.

Manufacturer narrative:
Cec has adjudicated the event as 'non tvr percutaneous intervention (ntvr) prox. Rca'. 'Revascularisation; no information regarding the specific location in the rca. Assume proximal rca, not staged because mi prompted pci.' The mi was considered to be a non - stemi. There were only 2 stents implanted in the lad and not 3 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of stroke and previous mi. The index procedure was prompted by mi. During the index procedure two resolute onyx stents were implanted into the lad and one non medtronic stent was implanted into the lad. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lad was treated during index procedure with 2 resolute onyx implanted and a staged procedure was planned for the rca. Patient suffered myocardial infarction in rca one day post index procedure and the staged procedure was brought forward. Three resolute onyx drug eluting stents were then implanted in the rca to treat the myocardial infarction. [Event occurred in non-target vessel to lad initially treated]. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The rca was treated with six resolute onyx drug eluting stents. Cec adjudicated cass site of the mi to be the prox rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mi did not occur in the target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three resolute onyx des were implanted in the rca and not six as previously reported. If information is provided in the future, a supplemental report will be issued.